Event description:
Information received indicates the brake will not hold on the bed.

Manufacturer narrative:
The hill-rom technician found worn bushings and discovered the cams on the foot assembly to set the brake were installed incorrectly. The technician replaced the bushings, re-installed the cams and adjusted the casters to repair the bed.